Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage to lcd controller. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing white display. Unable to download pump history due to upload error. Upload error due to flashing white display. No critical pump error alarm noted. The p-cap locks properly into the reservoir compartment. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Confirmed flashing white display during analysis due to moisture damage. Cosmetic damage located at the battery compartment confirmed. Critical pump error (open book image) not confirmed due to flashing white display present. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Upload error due to flashing white display confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, and there is a crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1884.troubleshooting was performed, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.